Event description:
Technician experienced a burn on the thumb and palm of hand while removing items from completed load in a sterrad 100s. Rinsed the contact areas with running water for 10 minutes and then applied an antibiotic ointment to the sites. Medical attention was not obtained. The burning sensation resolved in 2 hours and the whitening of the contact areas resolved in 1 1/2 days.